Event description:
A report was received that the patient's ipg was explanted as the patient felt the device was irritating her. The paddle lead was left implanted. The patient was reportedly doing well following the procedure.